Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. The customer then declined further assistance from tandem technical support regarding the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.